Event description:
It was reported that during a pci procedure, the bio ranger balloon ruptured. The lesion was located in the non-tortuous, 90% stenotic left anterior descending (lad) artery. The first two inflations were successful up to 8atm and 10atm respectively. On the third inflation, the balloon ruptured at 14atm. The procedure was completed with another device. There were no patient complications and the patient's condition is reported as "good."